Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to force sensor resistor damaged by moisture. We were unable to excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, cracked display window, cracked belt clip slot, minor scratched lcd window and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a delivery anomaly. The customer's blood glucose reading was unknown at the time of incident. No further details given.